Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. A trend related investigation was performed. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Non healthcare professional reported on behalf of consumer stating that the consumer experienced corneal ulcer in both eyes. The consumer went to physician and was prescribed three percent ciprofloxacin ophthalmic solution two drops for four hours and was asked to continue until the symptoms get resolved. The consumer was experiencing the symptoms whenever using the contact lenses. The consumer had discontinued the use of contact lenses. The physician suggested to come again for next visit. The current status of the consumer¿s eye was not resolved. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).